Event description:
The user facility reported that after completion of the procedure, the angio-seal device involved was utilized to close the patient's groin. After the angio-seal was set and upon attempting to seal, the entire device came out. The patient was in stable condition. The procedure outcome was successful. The estimated blood loss was less than 250cc. Additional information was received on 11 jul 2022: the procedure performed was a left heart catheterization. A 6 fr sheath was used. Hemostasis was achieved by manual compression.

Manufacturer narrative:
Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date - device was not implanted. Explanted date - device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. When the device is returned the complaint will be reopened. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) was unable to be reviewed as a valid lot number was not identified. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).